Event description:
It was reported that the patient went to the hospital and was diagnosed with skin infection. The patient's blood glucose (bg) values reached 200 mg/dl. The patient had a foreign object inside the infusion site that had to be removed. The site was discharging pus. For treatment, the site was lanced and drained. The patient was prescribed cephalexin for 10 day and doxycycline 10 days. The patient was discharged after 1 hour. The cannula dislodged, while wearing the pod longer than 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.